Manufacturer narrative:
B5: section updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from patient stating the equipment is not working. Pt stated he received replacement communicator and handset and it did not fix issue. Pt stated he received replacement recharger but he is still having troubles. Pt said "it" never works for more than 48 hours, and new recharger is fully green but blinking yellow. Pt requested to speak to previous agent who was helping him yesterday, agent will call them back when available. Later, agent called patient back and they have the new recharger but says their implant site is bleeding as they just took the bandage off. Reviewed that pt should not attempt to charge ins and to follow up with hcp as soon as possible. Additional information was received from manufacturer's representative stating the cause of the issues charging the device is unknown. When asked about actions/interventions that were taken to resolve the issues charging the device, they stated "texted patient. No response from patient. The issue is not resolved as they are waiting for patient to respond to text communication. Additional information was received from manufacturer's representative stating they met with patient 2/5/25. New communicator paired with patient programmer. All equipment operating within manufacturers specifications. Able to start recharging session easily. Excellent coupling. Patient arrived with ins at 70%. Patient stated no problem charging. Was not able to get serial number of old communicator involved in an event. Please reach out to patient for serial number. Dr updated. All issues resolved. Additional information was received from patient stating they had met with rep again and confirmed the old communicator had been defective and was able to charge the ins. Patient said they were told there shouldn't be any difficulty connecting to the ins regardless of how healed the incision area is. The patient left the meeting with rep with very little pain and was able to walk, so they finally felt optimistic. Patient said the ins was able to stay on through the night, then a couple hours ago they turned on the handset to check on things and saw they had become 'disconnected.' Patient said they were able to check the ins battery level in the recharger application and they were still at 80% so they didn't know why stimulation would turn off. Agent had patient try to connect to their mystim application after confirming their recharger was not on (patient said was charging in dock). Patient noted the handset s eemed to freeze, so agent had them reset handset then connect to mystim. Patient got 'unable to connect' message. Agent had patient reset their communicator and hold the blue side against their body, confirmed green light on and blue light flashing - same message came back up. Confirmed the serial number of ins was correct in the linked devices screen. Agent again asked if they were sure the ins was charged; they insisted they were still at 80% and had seen that this morning in their therapy app. Agent suspected the ins battery may have drained, and the patient was looking at the handset battery; however, they adamantly denied this. Patient started to become irate with the poor functionality of the devices. Patient reported they were mentally and emotionally deflated after experiencing so many issues with the equipment. Patient said when they try to reach out to the rep they were told to contact, they never get back to the patient until the evening or sometimes the next day, and the senior rep told the patient not to reach out to her. A gent offered to reach out to the reps on behalf of patient via email and will request additional assistance. Agent closed case. Later, rep insisted that the patient has proven time and time again that they know how to use their equipment thoroughly and all was functional, so they will not be calling the patient as agent requested. Agent closed case. Additional information was received from patient stating they are again feeling discouraged and upset that they can not get the therapy/external devices to work. Caller was very escalated and threatened legal action. Caller stated they have been sent equipment and met with rep and doctor and they are not getting anywhere and no one is calling them back. Agent provided education on the handset functionality and the wireless recharger. Agent talked caller through starting an implant charge session and finding excellent connection/quality. Agent had caller confirm charging speed is on 4. Agent reviewed expected charge times with speed of 4 and excellent quality. Agent reviewed charge duration/frequency can differ but explained that if ins discharges, therapy will turn off. Caller stated that the handset battery depletes fast. Agent reviewed they should charge handset each night. Agent explained that when they are not using the handset, they should power it off completely. Caller stated no one ever told them this, they thought if the handset was off therapy would stop. During the call the ins went from red/empty to 30%. Agent offered to call back in 30 min to continue troubleshooting. Agent called back and confirmed that the ins charged up to 80%. Agent walked caller through launching the app and turning therapy on. Agent reviewed best practice to always close app and power handset off completely between use. Agent recommended keeping ins charged to prevent loss of therapy. Troubleshooting resolved reported equipment issues.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown serial# unknown product type unknown product ID tm91scs serial# unknown product type. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). The reason for the call was that two weeks ago this past monday, they had the ins implanted. The pt said that staples were put in and they were sent home and told to come back in two weeks which was this past monday. The pt said at that time the staples were removed, the manufacturer representative (rep) was there, however the rep didn't give them any contact info. The pt said that the rep gave them a lot of info in a short amount of time. The pt said that they went home monday afternoon and the device was on and they were getting a lot of relief. The pt said that this past wednesday afternoon, they didn't feel the stimulation working and they saw that the ins was off. The pt said that they got all of the devices charged and all of the device batteries were green, but they couldn't turn the ins on. The pt was trying to connect to the ins using the wireless recharger. The agent reviewed with the pt to use the communicator with the mystim therapy app. The pt was not aware that they even had a communicator. The agent had the pt go into the mystim app, and the pt saw the connect screen. The handset/communicator were in the backpack case. The agent reviewed with the pt to remove the handset from the backpack case. The caller had an extremely difficult time trying to remove the handset from the backpack case. The pt was afraid of breaking something by trying to remove the handset from the case. The agent suggested that the pt follow-up with hcp to make an appointment with a rep for in-person assistance. A rep called in with the patient today and reported they were seeing the following screens: 1) communicator not found (ts reviewed how to reset the tm91 which was successful, but they saw the communicator was not pairing, so the rep paired the communicator to the ins) and 2) no device response. The agent reviewed to consider checking the ins battery level and charge. The last day the pt charged the ins was last wed/thurs. The rep was going to charge the ins and then continue to work with the patient. The pt called back and got a new handset and communicator and said they charged the implant this morning. They needed help setting up the handset to the controller. They got no device found, so the pt long pressed on the communicator. They scanned the code on the communicator, and it said it found the device. It then said no device response. The pt scanned the code again, and it did find the device. It said the implant was depleted and to charge. The pt tried to start charging the ins but they were still in the mytherapy app. The pt closed all apps and turned the communicator off but was still not able to start charging. Since the handset and communicator were replaced, they sent a request to repair to replace the recharger as well. They also reviewed with the pt to make sure the communicator was powering off when using the recharger, and vice versa, as that may have been a part of the issue. The agent reviewed to make sure they were using the appropriate app for the appropriate device. The patient would call back tomorrow when they got a new recharger. The agent also reviewed that the wound site healing may be a part of this problem. No symptoms were reported.